Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, noise was noted on both the ventricular and right atrial (ra) lead. It is unknown if the reported lead is the ra or ventricular lead. Further information has been requested but not yet been received. The patient was stable.

Event description:
Related manufacturer report number: 2017865-2021-40303.

Event description:
Additional information was received indicating the reported noise resulted in oversensing on the right atrial (ra) lead. No intervention has been performed. The patient was stable and will continue to be monitored.